Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticmo13.7, -8.00/.05/115 (sphere/cylinder/axis), implantable collamer lens tore during delivery. It was reported that there was no patient contact and no patient injury. Back up lens was used and did not resolve the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).